Event description:
Interventional radiologist md inserted PICC line under ultrasound guided fluoroscopy in the left basilic vein. Placement confirmed under fluoroscopy. Md flushed both ports with saline followed by heparinized saline. Unk concentration of heparin. No packaging was saved and no other device info was recorded. Two days later, the pt developed a thrombosis. It is unclear if the PICC line is related to the thrombosis. Staff did not save the PICC line after it was discontinued.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.